Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The physician could not form an opinion as to exactly what caused the perforation. The lot number was requested from the site, but the site had not scanned the device in. Therefore, he device history record for the reported oad could not be reviewed. Csi ID: (B)(4).

Event description:
A perforation occurred in the left main artery (lm) following atherectomy of the left anterior descending artery with a diamondback coronary orbital atherectomy device. The lm was not treated with atherectomy, and it was unclear exactly what caused the perforation. Angioplasty and stent placement were performed. The perforation was sealed with a stent. The physician then continued intervention on the circumflex artery. The patient was on impella throughout the procedure and was stable at the conclusion.